Manufacturer narrative:
Mfg investigation of adverse event determined suspect device might have failed to alarm at the remote nurse station due to the low power condition on the 9 v dc battery and/or the improper ac adapter component being used with suspect unit. Post event test of the failed unit confirms these results since the low battery condition was present and the unit was alarming a low battery condition as specified by the mfg. Facility was notified of mfg investigation results.